Event description:
Customer reported via phone call, customer was attempting to bolus when the insulin pump alarmed button error. Customer's blood glucose was 120 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and the up button was unresponsive due to corroded keypad traces. The device had minor scratches on the lcd window, cracked case at the display window corner, and cracked reservoir tube lip.